Event description:
Caller reported that a pump malfunction occurred after it got wet for about five minutes. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The caller was informed of the replacement process and the return of the defective pump, and arrangements were made to ensure continuous insulin delivery using backup therapy.